Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The actual date of event is unknown. The date entered in section b3 is from the customers reporting of ¿not sure of the exact date but near the 25th of october.¿ the device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a reading of 170mg/dl and that their ¿sensor stopped working¿ and self-treated with insulin. Customer further reported experiencing myocardia, heart attack and went to the hospital and was administered glucose via injection; a laboratory result was also obtained at the hospital and was ¿over 350.¿ no further treatment was reported, and the timeline of the readings, symptoms, and treatment was not clarified by the customer. It should be noted that patients with diabetes are more likely to experience certain risk factors, including hypertension, which can increase risk of heart attack. This increased risk occurs over time and there is no direct correlation or indication that the reported device may have caused or contributed to the reported myocardial infarction. There was no report of death or permanent impairment associated with this event.